Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the manifold valve was defective. Additional malfunctions include the pcv tubes were saturated, the hose clamps were leaking, and the tie wraps were leaking.